Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The ventilator indicated that the tidal volume was low during use. The respirator mask applied by the customer is a universal model which is not an approved philips product. The customer replaced the mask to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error with the device's tidal volume. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. Investigation is ongoing.

Manufacturer narrative:
E1. (B)(6).